Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, an echocardiography performed confirmed a suspected right ventricular perforation. It was discovered the lead screw was not extracted. After the lead was explanted, the patient became hypotensive and was monitored in the intensive care unit. The issue resolved over time and the patient condition became stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.